Event description:
Radiometer reference: (B)(4). According to the complaint, on (B)(6) 2025 the user experienced discrepant measurements on the abl800 flex analyzer (serial number: (B)(6)), possibly due to a clot. On (B)(6) 2025 - 23:53 - clot possibly introduced into analyzer. Sample status was 'interrupted.' (No messages present) on (B)(6) 2025 - 23:56 - sample aborted (0328 no leading air segment in inlets liquid sensor within time frame). On (B)(6) 2025 - 00:29 - sample aborted (0328 no leading air segment in inlets liquid sensor within time frame). No reports of death or serious injury.

Manufacturer narrative:
Radiometer investigations have concluded the root cause to be a pre-analytical error.